Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) shut down and squiggly lines through the touchscreen were displayed. Costumer informed that the patient was not connected to the unit. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and upon inspection of the unit, the stm found that the display coiled cable was partially disconnected from the video display board. The stm then reconnected the cable and the issue was corrected. Subsequently, a full calibration, functional test and safety check were performed to factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) shut down and squiggly lines through the touchscreen were displayed. Costumer informed that the patient was not connected to the unit. There was no patient involvement and no adverse event reported.